Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. Re-implantation is planned; however, has yet to occur as of the date of this report, (B)(4) 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. Revision surgery is planned; however, has yet to occur as of the date of this report, (B)(6) 2016.